Event description:
It was reported that the numbers on the screen keep ramping up on there own. Customer's blood glucose is 221 mg/dl. Customer stated the scroll bar is moving without input from her. Customer was unsure if the insulin pump was over delivering insulin on it's own. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump had a missing end cap sticker.